Manufacturer narrative:
(B)(4). Concomitant medical products: 157450, m2a-magnum mod hd sz 50mm, 990380, 103204, taperloc por fmrl 10x140, 618010, 139254, m2a-magnum 42-50mm tpr insrt-3, 288770. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00312. Product location unknown.

Event description:
It was reported patient had a revision procedure due to pain and a pseudotumor nine years post-implantation. Taperloc stem, cup, head, and taper insert were revised. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was able to be confirmed due to operative repot received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a revision procedure due to pain and a pseudotumor nine years post-implantation; operative notes provided also noted intra-operatively that the hip was non-traumatically dislocated. All components were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.